Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet needle detached from the suture and got stuck inside the capio open access suturing device. The bullet needle is not retained, and x-ray was not required. The needle was visualized inside the capio device.